Manufacturer narrative:
A product investigation was conducted. Visual inspection: cranial-scr plusdrive ø1.6 self-drill l5 (part. No: 400.835, lot. No: 14l5421) was returned and received. The thread profile, thread minor diameter, thread major diameter and material type were checked where possible to determine if complaint condition was the result of a failure in the manufacturing process. The cross-slot feature was found to be visibly damaged for the received screw which impacts the functionality. Thread tips were worn and damaged. The screw was observed to be broken at neck. Thus, the reported complaint is being confirmed. Dimensional inspection: dimensional inspection of the received device was not performed due to post manufacturing damage. Document / specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed and no issues related to design and manufacturing were observed. Raw material testing: lot 14l5421 was checked for material type and no raw material issues were identified. Tiainb: accepted. Niton x-ray analyzer, ID: niton07. Investigation conclusion: the reported complaint condition was confirmed for the cranial-scr plusdrive ø1.6 self-drill l5 (p/n: 400.835, lot #: 14l5421). During the investigation, no product design issues, or discrepancies were observed that may have contributed to the complaint condition. The investigation found no evidence of a manufacturing defect or raw material issue. A root cause could not be determined during an investigation; however, it is possible the damage could be attributed to unintended forces applied to the device. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A device history record (DHR) review was conducted: a review of the receiving inspection (ri) for cranial-scr plusdrive ø1.6 self-drill l5 was conducted identifying that lot number 14l5421 was released in a single batch. Batch1: lot qty of 240 units were released on 17-aug-2019 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during the closed cranial surgery, when surgeon inserted the screw, the screw broke into two pieces after screwed about 2 cycles. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided. This complaint involves different surgeries and different patients and the occurrence period is from (B)(6) 2020 to (B)(6) 2020. As the hospital could not distinguish the specific information about user, patient and occurrence date, this event is reported as one complaint. This report is for one (1) ti low profile neuro screw self-drilling 5mm. This is report 1 of 10 for (B)(4). There are total 14 devices involved in this event. This (B)(4) reports 10 devices and remaining 4 devices are reported under linked complaint (B)(4).